Manufacturer narrative:
This report was filed in error. Cardinal health is not the legal manufacturer of this device. The legal manufacturer is jiangsu caina medical co., ltd in jiangsu, china. The manufacturer has been notified of the event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they have noticed new packaging in the past two weeks and the black plunger now has two lines that make it difficult to read the exact measurement, and the fluid is bubbling up more. Nurses are also calling to say that the syringe is not working with their pumps.